Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product model & lot number combination was conducted with no findings.

Event description:
The user facility reported shuttling with the involved angio-seal device. The right common femoral artery was punctured, and the angio-seal device was attempted after confirming no calcification around the puncture site. The assembly was inserted and positioned with confirmed backflow of blood. The locator was then removed, and the device was inserted and snap-locked to the insertion sheath. When the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor did not position correctly and came out without being caught. Manual compression was applied to achieve hemostasis, which was successfully achieved. The blood loss was less than 250 cubic centimeters. The reported event resulted in patient injury and/or required medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury and/or the need for medical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. No equipment or other devices were used with the above product. The event occurred intra-operatively.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred which may have been due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).